Event description:
Coronary artery bypass graft done using 3 symmetry bypass system aortic connectors. After coming off cardiopulmonary bypass. There was a sudden gush of blood from the aorta one of the connectors had come out. Vein graft done over w/6-0 prolene suture. No harm to patient.